Manufacturer narrative:
The investigation has been identified for further in-depth analysis to assist in the determination of the root cause and has therefore been assigned to applied research and bioengineering. The investigation will be closed with an interim report and will be re-opened when the bioengineering report is completed. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Femoral revision component loose radiographically - removed with minimal difficulty during surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.